Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 32 to 400mg/dl. The customer had no symptoms and treated with manual injection and the hospital also treated with an IV. Troubleshooting was performed and found that the pump alarmed motor error and the customer indicated that the pump is over delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted during testing. The pump functioned properly. The motor was tested outside of the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window and a cracked reservoir tube lip. The pump passed the delivery accuracy test.